Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. The date reported in date of event is an approximation based on the caller indicating the event occurred on either (B)(6) 2017. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's granddaughter, reported the customer's adc blood glucose test strips were "cut in half" and he was therefore unable to test his blood glucose. It was further reported that due to his inability to test, the customer experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was determined to be in a state of hypoglycemia and was reportedly administered insulin and another medication. However, the caller could not recall the exact medication/treatment provided by the paramedics. No further information was obtained as caller disconnected the call and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Model number) was inadvertently omitted from the initial MDR 30 day report. Has been updated.

Event description:
Caller, customer's granddaughter, reported the customer's adc blood glucose test strips were "cut in half" and he was therefore unable to test his blood glucose. It was further reported that due to his inability to test, the customer experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was determined to be in a state of hypoglycemia and was reportedly administered insulin and another medication. However, the caller could not recall the exact medication/treatment provided by the paramedics. No further information was obtained as caller disconnected the call and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.